Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise episodes. The patient was asymptomatic; no intervention was reported. No additional information was available at this time.